Manufacturer narrative:
(B)(4). The lcd display is unclear. Eval: results: eval for the returned product shows that when tested, the lcd display is partially visible. The fail safe feature did not work. The alarm case is cracked on the top left corner and the bottom right corner. (B)(4).

Event description:
Customer claims during set-up, the alarm has power, but the lcd display is unclear. The alarm has some cracks on the case. There was no pt incident or injury reported. Eval for the returned product shows when tested, the fail safe feature did not work.